Event description:
A customer reported to baxter (B)(4) of an administration set in which nurse observed a piece of grey rubber in drip chamber. According to nurse, she had spiked rubber (of the bottle) twice. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition an administration set in which nurse observed a piece of grey rubber in drip chamber was confirmed during visual inspection of the defective sample. No other tests were performed. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.